Event description:
Pt received shock when passing through antitheft device in store. After event, pt no longer received stimulation from his system. MFR has recommended to health care provided to follow-up with pt for evaluation of the pt's stimulation system.